Event description:
During evaluation of a returned spectrum pump, the device was found to have an issue of key number 9 was not functioning. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device key # 9 did not function. Secondary evaluation performed keypad test and the device passed with all keys on keypad are working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.